Event description:
It was reported the needle hub was cracked during use on the patient.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the needle hub was cracked during use on the patient.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc set with multiple components, including an ars and 18 ga introducer needle, for analysis. Signs of use were observed inside the needle hub. Visual analysis of the returned needle revealed one large vertical crack in the needle hub. Multiple, smaller cracks were also observed in the hub. It was confirmed that the hub on the returned sample is the new hub design, which matches the bill of materials. The needle length measured 69mm, which is within the specifications of 67.49-69.27mm per needle product drawing. The needle cannula outer diameter measured 0.0500" which is within the specifications of 0.0495"-0.0505" per the cannula product drawing. The needle cannula inner diameter measured 0.041", which is within the specifications of 0.041"-0.043" per the cannula product drawing. Functional testing was performed per the product IFU, which states "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The returned introducer needle was attached to the returned arrow raulerson syringe (ars). The returned needle was not able to draw or aspirate water due to the cracks in the needle hub. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through visual inspection of the returned sample. The returned needle met all relevant dimensional requirements, and a device history record review was performed with no findings relevant to this investigation. Based on these circumstances and the comments from r & d, the root cause of this complaint is design related. Teleflex has identified that the needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting , sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. Investigation of this issue is documented under a CAPA. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.